Manufacturer narrative:
Other relevant device(s) are: micra. Model#: mc1vr01-delsys/ expiration date: 14-may-2021. Serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Dev rtn to mfg: no. Mfg date: 2019-11-28. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) moved and began to come out of the delivery system (ds) during contrast injection. The device was returned to its pre-deployed position and the tether was pulled tight. The leadless ipg was implanted and remains in use. No patient complications have been reported as a result of this event.